Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for other pain indications. It was reported that the patient hadn't used the ins in years because it wasn't working. The caller said the issue started maybe in 2010. The reason for the call was that the patient needed an MRI of her head for headaches. No further complications were reported.